Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who confirmed the bedside monitor did not alarm for 3-star alarm and it is monitor f1520 located in 1 east. The registered nurse (rn) reported that the leads off alarm should be a red alarm, not cyan. The customer indicated they changed the alarm volume at the bedside monitor from 0 to 5. The rse asked the customer if the alarm volume at the bedside can be change to "0". Yes. A philips remote clinical support engineer (cse) instructed the customer to load the default profile for this patient and observe the alarm volume. The customer reported that once the default profile loaded, the alarm volume changed to zero. They listed the available profiles adult, pedi, neo, comfort. The default profile is adult as indicated by the diamond. The rse informed the customer that the profile may have become corrupt. The customer checked another nearby monitor and reports that the alarm volume was not default to 0 and they will use the support tool to clone from a known good monitor to the monitor in the bed 1520 to ensure a good configuration is used. The cse followed up with the customer who reported the monitor is cloned successfully and is working as expected. The rse connected remotely into primary server of the central station to check the configuration. The rse shared the screen with cse who went through the clinical audit trail to verify the alarms related to the room f1520. While viewing the clinical audit trail, the rse noticed the red alarms were seen and all alarms for that bed were acknowledged at the central station. The clinical configuration can be seen that the leads off and lead set unplugged alarms were configured as cyan. The cse noticed that on unit 3e and 3w, these alarms were configured as red inops. The rn agreed that the other rn who recalled the leads off normally worked in 3e/3w and is accustomed to the red inop and does not want to make any changes per st. Francis alarm committee. The investigation concludes that no further action is required at this time. Based on the information available in the case and provided by philips personnel, the cause of the reported problem was confirmed to be a user configuration issue. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the 3 star alarm was not alarming. The device was in use on a patient at the time of the event, there was no adverse event reported.